Event description:
It was reported that the 9600 system would not playback the cine images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The power supply was reseated during the service call. The system was tested and found to be working as intended and put back into service.